Manufacturer narrative:
The returned device was evaluated and investigation found no issues that would result in device failure to deliver insulin. The download data showed no signs that indicated device struggle to deliver insulin. Inspection of the device found the distal tip of the formed needle to be curled. The observed damage was found to be the cause of the reported skin irritation, however the cause and timing of the damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to 451 mg/dl. As treatment, the patient was given a insulin correction.